Event description:
It was reported that "the needle hub has cracks" during use. No patient harm was reported. The patient's condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one introducer needle for evaluation. Visual examination revealed multiple large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer catheter/needle with attached syringe into vein alongside of locater needle and aspirate. Remove locater needle. Withdraw needle from introducer catheter....introducer needle may be used in the standard manner as alternative to catheter/needle assembly". The returned introducer needle was connected to a lab inventory syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained multiple cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the needle hub has cracks" during use. No patient harm was reported. The patient's condition is reported as "fine".